Manufacturer narrative:
The insulin pump had intermittent button response due to flatten creased up and down buttons dome switch. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was attempting to bolus and when he pressed the down arrow button the numbers kept scrolling. So, he presses the up button to set up his boluses. When he presses the b button the light turns on. The buttons are not responding properly. Customer doesn't know is blood glucose level. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was advised to have his mother call in to approve replacement. Customer's mother called back agreed to return the device for further analysis.